Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2006, patient underwent following procedure: 1. Posterior spinal fusion from l5-s1, 2. Posterior spinal instrumentation with pedicle screws and rods from l5-s1, 3. Anterior discectomy via left posterior lateral approach at l5-s1, 4. Anterior interbody fusion at l5-s1 with peek age in addition to bmp and autograft bone, 5. Left hemilaminectomy at l5-s1, 6. Left l5 far lateral nerve root decompression, 7. Posterior osteoectomy of sacralization of transverse process of l5 of the ileum, right side, 8. Posterior osteotomy of sacralization of transverse process of l5 of the ileum, right side, 9. Bilateral sacroiliac injection, 10. Intraoperative fluoroscopy with interpretation, 11. X-rays of lumbosacral spine with interpretation, 12. Single incision 360 surgical approach, 13. Bmp x one large unit, 14. Bone marrow aspirate from bilateral iliac crest through separate fascial incisions, 15. Autograft harvest from posterior spinal elements; for pre-op diagnosis of: 1. Spondylolisthesis l5-s1, 2. Severe low back pain, 3. Bilateral sacroilitis, 4. Spinal stenosis l5 to s1, 5. Sacralization of transverse process of l5 to the ileum(bartolozzi syndrome). Per-op notes: midline incision was made and pars defect was encountered at l5-s1. Facetectomies were done at l5-s2 levels. Intraoperative fluoroscopy was used to monitor throughout the case. Left l5 nerve root decompression was carried out. Autograft bone was packed at anterior lip of l5-s1 level. Bone marrow aspirate and bone graft was mixed and was packed along anterior lip of l5-s1. Two pieces of bmp gauze sponge was placed inside a 11 x 31mm cage, position of which was confirmed by fluoroscopy. Bmp gauze sponges along with bone graft were placed along posterior lateral gutters from sacral up to the l5 level. No complications were reported. Patient alleges unspecified injury due to the use of rhbmp-2.